Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated the implant is not working. Patient stated there is nothing going on and it is not working. Patient said they last charged the implant about a week ago. Patient had connected the recharger and confirmed the controller was at 50% and the implant was at 40%. Patient saw the screen settings not available cannot provide your desired intensity settings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023, the rep reported they saw the patient (pt) on (B)(6) 2023 for reprogramming. The pt has a very old 4-electrode paddle lead. All 4 electrodes were programmed: 0-,1-, 2+, 3+. The bottom electrode (#3) had bad impedances, >40,000. The rep deactivated the electrode and used the other 3 and got the pt the same coverage. On 2023-08-11, the rep indicated they do not know the cause of the bad impedance.